Event description:
During a remote follow-up, episodes of noise and undersensing were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.